Manufacturer narrative:
Additional information: b1-adverse event b2-required intervention to prevent permanent impairment/damage (devices) b5-the reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -14.50/1.5/108 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. Low vault with lens rotation was reported. On (B)(6) 2024 a replacement lens of the same model and size was implanted and the problem was not resolved. See MFR# 2023826-2024-02319 for replacement lens. D6b- (B)(6) 2024 claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -14.50/1.5/108 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on 15-mar-2024.lens rotation was reported. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.